Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microclave® stabilized extension set experienced the tubing and component separation. The following information was provided by the initial reporter: the customer explains that the CT department attempted power injection through the side tubing which resulted in the tubing ¿blowing out¿.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2124514-2022-00004 was sent in error. Unable to achieve required activated pressure resistance is not considered to be a reportable malfunction. MFR#: 2124514-2022-00004 is void as a result.

Event description:
It was reported that the bd microclave® stabilized extension set experienced the tubing and component separation. The following information was provided by the initial reporter: the customer explains that the CT department attempted power injection through the side tubing which resulted in the tubing ¿blowing out¿.